Event description:
The customer reported approximately five (5) milliliters of fluid leaked from the probe during system startup involving the coulter act diff 12 analyzer. The fluid was contained within the instrument. The customer had on gloves during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer replaced the diluent filters and resolved the fluid leak issue. The customer has an exposure control/risk management plan at the facility. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).